Manufacturer narrative:
Result of investigation: exact issue is not clear as no update received from customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista-iflow sensor tubing fell on the floor with piece attached and it broke into two separate pieces cleanly.the issue occurred during patient-use and at this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.